Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 59 mg/dl (performa) and 266 mg/dl (sensor). No adverse event reported. There were no remaining strips left for either meter; therefore, no product could be requested to be returned for product evaluation.